Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the similar reported events, it is determined the cause for the damaged/broken probe is attributed to the probe encountering a hard or metallic surface during activation. The most probable cause of the discovered damages is traced to component failure due to fracture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device probe was broken off, the broken portion was returned. There was no patient involvement.